Event description:
It was reported that there is an error in the device's flow rate accuracy. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. No errors were revealed in the event history log. Functional testing was able confirm the reported problem; however, the device was within device parameters. The service history review had no indication that the complaint was related to a service of the device within the review period.